Event description:
The facility representative reported a colleague infusion pump with a "broken phm channel c". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was damaged pumphead module housing. The pumphead module housing has been replaced. Additional: a service history review revealed that the device has not been previously serviced by baxter for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.